Manufacturer narrative:
Summary a visual inspection of the generator¿s exterior found no obvious issues. The generator powered up with no anomalies noted. The generators rem function was tested in rf output test mode, per the most current device's service manual. The rem function was tested three times. The rem function passed all testing and was within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device had an out of box failure due to an intermittent return electrode monitor(rem) failure. When first testing the unit at 100 ohms, the rem pad light was red. When the resistance was changed to 50 ohms, the rem pad light was green. When the resistance was changed to 0 ohms, the rem pad light stayed green. When tried to change back the rem to 50 ohms, the rem pad light stayed green; and when changed back to 100 ohms, the rem pad light turned red. When unplugged the test lead from the rem connector and plugged it back in, the rem pad light turned green. When the resistance was changed to 50 ohms, the rem pad light stayed green; when changed to 0 ohms, the pad returned red. When it was changed back to 50, the light turned green; and when it was changed to 100 ohms, the light stayed red. The light only ever turns green at 100 ohms if the test lead is removed from the connector and then plugged back in. There was no patient involvement.